Manufacturer narrative:
(B)(4). Date sent: 8.4.2023. Additional information was obtained: according to nmpa report, update "event date" to "(B)(6) 2023".

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # 959a40. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with two ecr60b reloads (b and c) present. The reload(b) was received partially fired 3/4, and the reload(c) was received fully fired. The device was tested for functionality in the articulated position with the returned reload(b) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 959a40, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.